Event description:
According to the reporter: the balloon of the device burst during the surgery and the scraps of the balloon had dropped into the abdominal cavity of the pt. The pt was involved without injury. The pt's current condition: recovered. Medical intervention was not required. Operative time was not extended by more than 30 minutes. No add'l info available.

Manufacturer narrative:
(B)(4).